Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, e2, e3, h2, h3, h4, h6, and h11. Correction of e1 - postal code: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor water-tightness of cable unit, water tightness is lost and because coupler unit is loosened, the coupler comes off from the scope. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. For the newly identified malfunction mentioned above, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the camera head device experienced intermittent image. The issue occurred during an unspecified diagnostic procedure. The procedure was completed using a similar device with a 20-minute delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.